Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+beta (hcg + beta) on a cobas e 601 module. The initial result was 0.100 iu/l with a data flag. This result was questioned as the patient¿s urine pregnancy test was positive. The sample was repeated with a 1:20 dilution and the result was 2.00 iu/l with a data flag. The repeat with a 1:100 dilution was 28.35 iu/l. The repeat with a 1:400 dilution was 176.3 iu/l.

Manufacturer narrative:
The e601 module serial number was (B)(6).

Manufacturer narrative:
The calibration signals were within expectations. The maintenance was performed within specifications. An assay performance check was performed on (B)(6) 2024 and was acceptable. The discrepancies between the undiluted (negative) and the diluted samples (positive results) can be explained by an improper dilution procedure. The sample was likely not qualified for dilution. The product labeling states: "dilution: samples with hcg concentrations above the measuring range can be diluted with diluent universal. The recommended dilution is 1:100 (either automatically by the analyzers or manually). The concentration of the diluted sample must be > 100 miu/ml." Based on the provided data, a general reagent problem can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.